Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reporter condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the trigger was jammed and contacts were broken/damaged. The assignable root cause was determined to be due to wear from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the battery oscillator device would not oscillate. During in-house engineering evaluation, it was observed that the trigger was jammed and the contacts were broken/damaged. The event was not reported to have occurred during surgery. It was not reported if there were any delays in the surgical procedure or if an identical spare device was available for use. It was not reported if there was any patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device manufacture date: the device manufacture date was documented as jan 11, 2009 in the initial report. The device manufacture date has been updated as jan 18, 2011. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.